Event description:
User experienced discrepant creatinine results for two pt samples. Pt 1, initial result gave 119 umol/l, repeated twice in 2008, gave 351.5 and 349.2 umol/l. No info is provided to determine if any adverse events were reported. If add'l info is received, appropriate notification will be provided.

Event description:
User experienced discrepant creatinine results for two pt samples. Pt 2, initial resultin 2008, gave 164.9 umol/l, repeated twice on the same day, gave 97.3 and 99.6 umol/l. No info is provided to determine if any adverse events were reported. If add'l info is received, appropriate notification will be provided.